Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found that the device's distal tip was broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include use of excessive force during passing of sutures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair surgery, the healicoil eyelet broke. All the broken pieces were retrieved from the patient. The procedure was completed without surgical delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
(B)(4)